Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. A complete manufacturing review could not be performed as the lot number is unknown. The device was returned. The investigation is confirmed for a leak as a leak was observed at the proximal balloon glue joint. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It ws reported that a leak near the balloon to the catheter juncture was identified during inflation in the lower left arm. The catheter was retracted without incident. Another balloon was used to complete the procedure. There was no patient injury.